Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted. The duration of the procedure was less than 30 minutes and based on the transesophageal echocardiogram (tee), no thrombus or other issue was noted. The patient was discharged the following day without complication. Two days post procedure, the patient presented to the emergency room with heart failure, ventricular fibrillation,and respiratory failure. The emergency team gave the patient cardiopulmonary resuscitation (CPR) until he showed some pulse and was placed on an artificial respiratory machine. Five days post procedure, the patient died from brain damage.